Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, was alarming. Per reporter called the hotline and the pump was turned off, then on and the settings reviewed and upon start up the pump alarmed no disposable, pump won't run. The user declined removing the cassette to assess the reason for the alarm. Per reporter residual volume was: 59.2, rate 2 and 31.20 was given. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
(B)(6).